Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous superficial femoral artery that is 90% stenosed. The lesion was pre-dilated with an unspecified balloon and a 6.0x150mm supera self-expanding stent system (sess) catheter tip separated from the device during the release process. The stent was implanted successfully; however, the separated tip of the delivery catheter remained free floating in the anatomy. The delivery system was removed under fluoroscopy. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that during the release process/withdrawal interaction with the moderately calcified, moderately tortuous and 90% stenosed anatomy and/or other devices (such as tip catching on the stent during withdrawal) resulted in the reported tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported tip material separation cannot be determined. As reported, the separated tip of the delivery catheter remained free floating in the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.